Event description:
A report was received that the pt's lead was explanted due to skin protrusion. The pt will be implanted with a paddle lead in the future, the ipg remains implanted.

Manufacturer narrative:
Both leads are listed as one, lead was explanted due to protrusion, and the other for lead migration. The lead that was explanted for protrusion was not distinguished.